Event description:
Reported due to pt death. In 2005, the physician placed a graftmaster stent graft in the mid right coronary artery (rca) for treatment of an aneurysm. The outcome of the procedure was described as being "good". Reportedly, in 2005, the pt died of an "arhythmia". Info surrounding the pt's death is unk.